Event description:
As reported by field clinical specialist (fcs), the patient had a 19mm trifecta. Access was obtained in rfa with no issues. 20mm sapien resilia was deployed with no issues. They post dilated with a 20mm true balloon. The balloon did burst with a longitudinal split. Serial echoes were obtained throughout the day with no evidence of effusion. After the perclose were sealed an abdominal aortogram from the contralateral side was obtained and showed flow disturbance through the right iliacs. An additional peripheral interventionalist, came in to obtain more pictures by crossing through into the rfa and shot another angio. The determination from all 3 mds present was that because the patient had a tortuous ao that there was some clot build up and decided to give heparin and let it resolve on its own. The implanting physician informed the fcs that the morning after tavr she was complaining of some mild abdominal pain. They sent her for CT and found a type 1 aortic dissection from the valve level. He mentioned that he and the surgeon carefully reviewed the images and agreed that the dissection was from the valve level and nothing to do with the peripheral stuff from the day of implant. Another implanting md did mention that he thought that the valve frame could have lifted a flap in the aorta. Upon the CT findings the patient and family decided on palliative care. The patient expired two days post procedure.

Manufacturer narrative:
Thv tvt registry reported event. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no relevant patient or procedural factors were provided. However, the implanting physician did mention that he thought that the valve frame could have lifted a flap in the aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.